Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the routine explant of this device, the setscrew associated with the right ventricular (rv) lead was unable to be released. As a result the lead was unable to be removed from the header. The lead was cut and capped and the device was explanted. There were no adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the device header was separated from the device case. It was also noted that the hex slot on the ventricular tip setscrew was damaged. The terminal pin portion of the rv lead was still in the device header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.